Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2015. During the procedure, multiple attempts were made to advance a balloon tipped catheter, swan-ganz, and an arrow pulmonary artery catheter. The doctor was able to access the pulmonary artery tree with a wire, but the pulmonary catheter could not be advanced through the right ventricular outflow tract. As a result, the procedure was abandoned. Further device information is unknown at this time.